Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h6: evaluation codes h10: additional narrative one impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item # (IFU/rmf). Pre-existing patient condition noted on the per was type ii (moderate) bone density. The reported device was being placed on tooth 46 (fdi) when the incident occurred and the implant had been placed for unknown amount of time. The reported events could not be recreated due to the nature of the dental device and event. X-ray or picture image was not provided by customer. Device history record (DHR) review was completed for the subject lot number 1239253. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1239253) for similar event using category keyword 'damaged drive feature', 'does not seat' and 1 other complaint was identified for lot 2019111023: (B)(4). June post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and events. Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event were non-verifiable and the products were not returned.

Manufacturer narrative:
Zimmer biomet complaint number cmp(B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. PMA/510(k) number k011028 and k013227.

Event description:
It was reported that the implant connection is damaged as doctor attempted to place two abutments and they were not able to seat on the implant. Implant remains on patient mouth.